Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that he had unexplained high blood glucose. Called the paramedics and he was hospitalized due to high blood glucose and dka. The blood glucose reading was 1180 mg/dl at the time the paramedics arrived. Customer stated that he was vomiting prior to hospitalization. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.